Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was returned loose in a plastic bag. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been advanced just past nozzle entry and is advanced under the iol(intraocular lens). The iol is advanced just past the lens bay. Iol scratched. Plunger underride was observed. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow IFU (instructions for use), as the customer states the use of non-qualified viscoelastic. The use of an unqualified ovd (ophthalmic viscosurgical device) may cause damage to the lens and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that before an intraocular lens (iol) implant procedure, iol implantation failure occurred, when tried to advance the iol to the stopping position, the plunger passed over the iol. When tried the same thing with a backup iol, the iol was advanced at first, but the plunger bent, and the iol became crumpled inside before coming out from the tip. When opened the lid part of the device and tried to insert an iol using a cartridge, the iol was scratched. The procedure was completed with other company lens.